Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump was delivering too much insulin during the basal rates. The customer stated that her health care professional wanted the insulin pump replaced. Nothing further was reported.